Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use in route to the hospital via a helicopter, after a few minutes of compressions the autopulse stopped and displayed "system error, out of service, revert to manual CPR "error message. According to the customer, they tried changing the battery and reset the lifeband however the error message could not be cleared. According to the customer manual CPR was performed for an unknown length of time. The patient outcome was not reported, no harm or patient consequences were provided. No further information was reported.